Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assemble and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Vascular access was obtained contra laterally via the femoral artery. The 99% stenosed de novo target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. The physician advanced the 5.0 x 150, 75cm mustang balloon for pre-dilation and it ruptured upon the first inflation at unknown atms. The ruptured balloon was removed intact and the procedure was completed with another mustang of unspecified size. No patient complications were reported and the patient's condition is good.